Manufacturer narrative:
Updated summary and grids.

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating that the power supply is damaged. The rse evaluated the device remotely and offered the repair quote to the customer. The customer did not approve the service quote therefore this will be documented as a malfunction the cause of which was not determined. Multiple attempts were made to request information regarding patient condition, but no response was received, so no information available. The device remains at the customer site and no further evaluation is warranted at this time. The device experienced power up issues, power cycling issues, lockup issues, battery charging issues, battery led issues, failed battery calibration, or any other undefined power and battery issues. There was no reported patient death or serious injury, however the reported issue/event impacts or potentially impacts therapy, which could cause or contribute to a death or serious injury if the malfunction were to recur. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported the power supply was damaged.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.